Event description:
On (B)(6) 2015 the patient underwent a craniotomy for recurrent pituitary macroadenoma, when a ventricular catheter was placed into the right lateral ventricle, through a small perforation in the frontal bone at the level of the coronal suture behind the frontal craniotomy using image guidance. The end of the catheter was brought through a separate small incision 1 cm in length. The ventricular catheter was trimmed and a luer-lok was fixed to the end of the catheter and the luer-lock was sutured to the scalp. The luer-lock was then attached to a closed system for external drainage. On (B)(6) 2015, the ventricular catheter was found to be disconnected from the luer-lok, and was unable to be retrieved manually from the scalp incision. On (B)(6) 2014 the patient went back to the operating room for retrieval of the disconnected ventricular catheter.